Event description:
It was reported that the patient presented to the emergency room in complete heart block. A device interrogation revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo) and pacing inhibition. The episodes were a result of noise exhibited by the right ventricular (rv) lead. The patient was scheduled for replacement and the lead was explanted. The patient was stable.